Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator could not be connected to the merlin programmer using rf telemetry. Programming changes were disused. No intervention was performed. There were no adverse consequences to the patient due to the event.